Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for complex regional pain syndrome type I. It was reported that the patient's device hadn't worked for several years; the unit just didn't work. The patient reported the device stopped working and would never charge starting maybe two to two and a half years prior to (B)(6) 2017. It was noted that the patient was looking for a new healthcare professional to manage the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.